Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and shallowing of the ac. The lens was exchanged for a shorter length lens. Cause of the event is unknown.

Manufacturer narrative:
H6- health effect- clinical code: 4581- shallowing of ac secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Manufacturer narrative:
Additional information: b5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and shallowing of the ac. The lens was exchanged for a shorter length lens and the problem resolved. Cause of the event is unknown. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and shallowing of the ac. The lens was exchanged for a shorter length lens and the problem resolved. Cause of the event is unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in liquid in vial with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(6).